Event description:
Patient presented to lab ror a new pace/sense 1ead on existing durata (B)(6) showing low impedances on carelink transmissions. A boston scientific 4471 (575014) was implanted and a oft test was done once connected to device. Patient was unable to successfully convert from oft with ourata rv/svc coils and bsx lead. Patient was successfully rescued externally. Device showed a 0.3j and 0.4j shock after testing. A call to tachy tech services recommended that there was a possible short in the existing ourata lead. The dura ta lead was capped, the boston scientific pace/sense lead was removed, and a new mot 6947-58 (tdg666000v) lead was implanted. Sensing, impedances .1nd thresholds tested within normal range and a oft test was done with existing device and new medtronic lead. Patient successfully converted on first attempt of oft with newly implanted medtronic lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).